Manufacturer narrative:
Device passed the displacement test. Sleep current measurement and active current measurement within specifications. Detailed trace analysis did not confirm charge battery alarm was triggered. Backup battery unloaded or loaded voltage did not drop below 3.7 volts for consecutive 240 minutes. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a squirted insulin when priming. Customer stated that insulin pump gave basal rate not delivered alarm and forced patient to rewind. Customer stated that insulin pump battery life down to a week and a half and there are scratches on the pump and screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.